Event description:
The recipient was reimplanted because electrodes were outside the cochlear and the recipient wanted an upgrade to a concerto. According to the explant report five electrodes were found outside the cochlear at the time of explantation. A full insertion has been achieved at the time of implantation. The user was reimplanted with a shorter electrode array.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was re-implanted as electrodes were outside the cochlea. A full insertion has been achieved at the time of implantation. The user was re-implanted with a shorter electrode array.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was not providing sufficient benefit to the recipient due to a post-operative active electrode migration out of the cochlea. According to the device explantation report five channels were extra-cochlear. The recipient was re-implanted with a shorter electrode array. This is a final report.